Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+1.0/098 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault, angle closure (with elevated iop), and development of glaucoma. As of the date of this submission, the lens has been returned, but the evaluation results are not yet available.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional inspection was performed. No similar complaints were reported for units within the same lot. (B)(4).